Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported a right side rupture and exchange of textured device due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported a right side rupture and exchange of textured devices due to product concern and later reported the device was found to be intact upon explant surgery. Healthcare professional reported later " rupture was found with imaging report". Device has been explanted.